Event description:
It was reported that the air detector is sensitive and not working right. No patient involvement was reported.

Manufacturer narrative:
Other, other text: additional event information received : updated event date (b3)

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the return tube has a crack. Functional testing found all air detector tests are passing within factory specifications. Device passed all functional testing, unable to replicate the reported issue. No problem found. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. D5 and e4 are unknown, no information provided to date.